Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "failure to alarm" event could not be confirmed through log review or replicated during laboratory testing. However, a defective lower (patient) side pressure sensor was found during the investigation. The pressure sensor malfunction product analysis procedure (dir 10000360043) was performed on the suspect pump module. The analog sensor task would show the voltage of the sensor with zero (0) load on the pressure sensor pad. The manufacturers voltage specification with zero (0) load for fsa pressure sensors is 1 volt +/- 0.154 volts. The pump module s/n 14270927 lower pressure sensor was found to be out of specification. A replacement of the lower pressure sensor was carried out on the device. The asm analog sensor task was performed with a known good pressure sensor on the device. The pressure sensors were found to be within specification. Preventive maintenance was carried out on the suspect pump module by installing a properly functioning pressure sensor from the dchu facilities into the pump module with serial number 14270927, which had faults in its patient-side sensor. The preventive maintenance task was completed without errors or failures. The infusion test performed at an infusion rate of 500 ml/hr. With a vtbi of 1000ml and don't cause a channel error. The source pump module's air detection system was tested using the air-in-line threshold product analysis procedure (dir 10000360032). The air detection system was found to be operating within specification. After performing the tests, the original lower pressure sensor of the suspect pump module was reinstalled. The facility reported the event occurred on 29-oct-2025 (time not provided). Logs from the pump module and pcu were retrieved via alaris system maintenance (asm), but the pcu sent for investigation did not match the reported event. Review of the pump module event log for 29-oct-2025 showed: at 1:00 pm, the pump module was attached to pcu s/n 14745372, channel a, with ail bolus limit: 250 microl. Between 3:49 pm and 5:05 pm, an infusion was programmed at 305.71 ml/h, vtbi 535 ml, with multiple infusion started and auto restarted events due to patient-side occlusion (several occurrences). At 5:05 pm, infusion started, and channel malfunction error code 241.4140 was displayed. An external and internal review of the suspected pump module was performed, and third-party parts were identified as being installed in the device. Per the bd alaris channel error tipsheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facilitys biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. Bd alaris system v12.1.2 with guardrails¿ suite mx user manual states: use only bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the 'failure to alarm' event could not be determined through laboratory testing and log review. Note that this report lists imdrf annex a0709, g0301204, c16, d0302, a1801, g04037, g04067, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of pumps that were infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. There was patient involvement, however outcome is unknown.

Event description:
It was reported that there was a general complaint of pumps that were infusing even though there was no medication in the bag. The customer indicated no alarm was given by the pump. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.